Manufacturer narrative:
The manufacturer did not receive devices for review as they remained within patient's body. One x-ray picture and implantation surgery report were received and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an ankle fix plate with unknown normed screws extremities on (B)(6) 2015 on the right foot and underwent revision surgery on (B)(6) 2016 due to plate breakage (the event "plate breakage" is reported under (B)(4), MFR 0009613350-2016-01075). During the revision surgery, two screw heads broke while removal and stayed within the patient's body. The surgery was delayed for about 10 minutes due to screw breakage. The case at hand was opened to report the breakage of one of the screws. The other screw is reported under MFR 0009613350-2016-01077. It was further reported that the patient was having a stroke during surgery.

Manufacturer narrative:
Investigation results were made available. Trend analysis: trend analysis could not be performed. The exact reference number of the broken screws were not available. Device history records (DHR): the DHR check could not be performed as the lot numbers were not available. However, at zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event summary: it was reported that during the removal of the anklefix plate two screws were broken and the screw heads remained in patient's body. Review of received data: an x-ray dated (B)(6) 2016 and the implantation report of the ankle plate on (B)(6) 2015 were received. The review of these documents was done in complaint (B)(4) related to the plate fracture. Visual examination: there were 13 screws returned for investigation, thereof 2 with broken screw heads and 1 with broken shaft. The reported event describes that two screw heads were broken and remained in patient's body. It is unknown if other 2 screws were broken and the screw heads stayed in patient's body. The broken part of the shaft was not returned for investigation. However, almost all received screws show damages and deformations. The hexagonal part of several screws are heavily damaged. The identification of the two broken screw heads could be partially identified as 28.30.04x and 28.30.03x. The other screw with the broken shaft could not be identified as the broken part was not returned. Root cause analysis: root cause determination using rmw: breakage of screws due to lack of adequate strength: not possible. A systematic issue with design and/or material properties would have been detected as part of complaint trending or in the current pms process. Breakage of plates and screws due to inadequate design for intended performance of device: not possible. A systematic issue with design and/or material properties would have been detected as part of complaint trending or in the current pms process. Breakage of implant due to explanted implant is used for new implantation surgery. Possible, as no information was provided like implant stickers it is unknown if new devices are used or not. Damage the implant (screws) due to wrong design of screwdriver set. Possible, as it is unknown which screwdriver was used in the surgery, this point cannot be excluded. The appropriate screwdriver described in the surgical technique has to be used in order to have the correct torx connection. Otherwise the torx connection will be damaged/deformed, which could lead to a breakage of the screw head. Conclusion summary: even though the event description describes that 2 screws were broken and the screw heads stayed in patient's body, we received 2 broken screws with their screw heads. It is unknown if 2 other screws were broken and stayed in patient's body. No further statement can be made as no surgical report of the removal and no intra-operative x-rays of the removal were received. All returned screws show strong deformations and damages. The hexagonal part are heavily deformed and not useable anymore. It can be assumed that the surgeon had difficulties to remove the screws. It is unknown if the user did use the correct screwdriver to remove the screws. It can be also possible that the screws were deformed/damaged during the implantation of the system. However, an exact root cause for the screw breakages during the removal of the anklefix system could not be determined. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). Note: the event "plate breakage" is reported under (B)(4), MFR 0009613350-2016-01075). The case at hand was opened to report the breakage of one of the screw. The other screw is reported under MFR 0009613350-2016-01077.